Event description:
It was reported that the device was not switching on. Patient involvement unknown.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. 510k number is blank, item catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received 13-july-2023 via email. The fault was found before surgery and the unit was in the equipment storage room. Date of event was (B)(6)2023.